Manufacturer narrative:
(B)(4). The serial number label was noted peeled off from the returned sample. The serial number of the returned device is unknown. The lot number of the returned device is unknown. Based on the additional information, the sample was logged/investigated accordingly. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Returned with the sample was supplied 40cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 34.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. Least 1 minute according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 8.3cm from the iabc distal tip, which is the location of the clotted central lumen. Dried blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 5cm from the iabc luer, which is the location of the clotted central lumen. Dried blood was noted on the guidewire. The serial number/lot number of the returned device is unknown; therefore, a device history record (DHR) review was unable to be completed. If the serial number/lot number information is available at a later date, the complaint will be updated accordingly. The reported complaint that "gas was aspirated from the helium gas pipeline and blood was found" is not confirmed. During the invest igation, the returned iab catheter was fully intact. No leaks or alarms were detected during the functional testing. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported ", the catheter was inserted into the patient. After 90 minutes, the pump alarm a helium gas leak. Gas was aspirated from the helium gas pipeline and blood was found. Therefore, a new catheter was immediately replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported ", the catheter was inserted into the patient. After 90 minutes, the pump alarm a helium gas leak. Gas was aspirated from the helium gas pipeline and blood was found. Therefore, a new catheter was immediately replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported ", the catheter was inserted into the patient. After 90 minutes, the pump alarm a helium gas leak. Gas was aspirated from the helium gas pipeline and blood was found. Therefore, a new catheter was immediately replaced". No patient injury or consequence reported. The patient's current condition is reported as "fine".